Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2010 and a suture loop was used. Several weeks after the procedure the patient experienced pain. She required emergency surgery. During the reoperation it was noted the suture loop was floating freely.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.